Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue ranged between 250 to 400 mg/dl which was treated by correction bolus via pump. The patient also experienced seizures. Therefore, the patient first went to emergency room and subsequently hospitaliised on (B)(6) 2024. Further, the patient was transferred to intensive care unit. During hospitalisation, the patient received insulin shots which resolved the issue.. Moreover, the issue occurred with two infusion sets used for less than 24 hours. The patient was released from hospital on (B)(6) 2024. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.